Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique further specified as the patient's cat bit through the patient line resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Patients are advised not to have animals in the room when performing therapy as contamination can occur. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was reported that the cause of the peritonitis was due to the patient's cat biting through the patient line during therapy. Treatment information was not reported. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.